Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a major infection at their surgical incision site. The patient was implanted with the ventricular assist device on (B)(6) 2022. On (B)(6) 2022 the patient had an incisional wound cultures performed that came back positive for staphylococcus on (B)(6) 2022. The patient went to the operating room on (B)(6) 2022 for mediastinal chest exploration, wound vacuum assist closure, and a washout. The indication for operating room was "mediastinitis". The patient was given the following medications: nafcillin (10 days), cefepime (1 day), and cefazolin (2 days). The patient is stable.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the patient's white blood count on (B)(6) 2022 trended downward to 3.5 but gradually increased. The patient was taken off of cefipine on (B)(6) 2022 and was placed on keflex until (B)(6) 2022. The patient's wound appeared clean/dry/impact.